Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 mobile application screen was frozen. The patient rebooted the device and the issue was resolved. No additional event or patient information is available.